Event description:
Additional information received clarified that the loss of therapeutic effect and a return of tremors were described as a shaking in his right hand and a thumb area while eating. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v670477, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v670477, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Additional information was received. It was reported that the patient received a replacement stimulator on (B)(6) 2012 due to a "most likely" battery depletion. No hospitalization was required due to the event and patient outcome was noted as no injury.

Event description:
It was initially reported on (B)(6) 2012 that the patient experienced a loss of therapeutic effect, resulting in the return of his tremors. The patient had not made any changes to his programmer. Five days later, the patient reported he could not adjust stimulation after changing the batteries in his patient programmer. The patient was able to communicate with the implantable neurostimulator (ins) once he removed the antenna. The patient saw the normal programming screen and it stated the ins was on and the battery level was ok. The patient still had a loss of therapeutic effect and couldn't eat with his right hand or sign his name. The patient noted he had gone through a security gate about two months ago and had a metal-detecting wand waved over his implant about one month ago. The patient noticed a change in his therapy after the second time going through security. The patient again reported a loss of therapeutic effect on (B)(6) 2012. The patient had requested physician information but had not yet made an appointment with a doctor. Additional information was requested but was not available at the time of this report.